Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine pen-needles were not functioning. The following information was provided by the initial reporter: pharmacist complains that a customer had up to 4 defective needles in every pack her customer bought.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06-apr-2022. H6: investigation summary: four open 31g x 5mm pen needle samples were returned from lot. No. 1110197, cat. No. 320522. Visual examination was carried out on the returned samples and 2 samples were bent non patient end and 2 samples were broken non patient end. A functionality test was carried out as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 4 bd ultra-fine pen-needles were not functioning. The following information was provided by the initial reporter: pharmacist complains that a customer had up to 4 defective needles in every pack her customer bought.